Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016. A form received stated a repositioning of right sided rv lead and a call was placed to techincal services on (B)(6) 2016 reportedly stating that 3 non-captured beats on surface. Loss of capture observed on surface 1 - 2 hours ago after device implanted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).